Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a damage in the femoral marker/marker flakes off. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the damage in the femoral marker/marker flakes off is undeterminable. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2017. It was reported that lost image occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, when the opticross¿ was pushed, lost image occurred. Flushing and reconnection was performed, but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed sheath marker flakes off.